Event description:
Medical personnel attempted to remove the tune externally, even though the instructions for use advise against this procedure. Apparently the internal bumper pulled off the tube and remained in the pt's stomach. There was no report of harm to the pt and no medical intervention resulting from the event. One pt involved.